Event description:
The customer reported the system would intermittently fail to boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The real time operating system was replaced and the system software was reloaded. The system was then found to be operating as intended.